Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-rays reviewed notes no cement along the posterior aspect of the tibial team or the majority of the stem tip. This could result in tibial implant loosening. The root cause analysis notes the bone cement was not applied as recommended in the IFU. Missing knowledge about the use of the product. Incorrect application of the cement dough, loosening of the prosthesis. The case is assessed as user error resulting in serious injury. Based on the x-ray review there was no cement along the posterior aspect of the tibial stem or the majority of the stem tip. Therefore, the root cause can be attributed to off-label usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting patient underwent a knee revision due to pain, swelling and loosening. All components were easily removed using the ultra drive system. Per heraeus investigation report : the review of quality records showed that the batch was prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successfully. Based on the knowledge and information available to us, we cannot identify a product deficiency. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; a5; b5; b6; b7; e1; e2; e3; g3; g4; h2.

Event description:
It was reported patient underwent a right knee replacement surgery approximately one-year post implantation due to pain, loosening and swelling. Competitors implants and palacos cement was revised. During the revision, the implants were easily removed. New competitor product with unknown cement were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total knee revision surgery of competitor implants and zimmer biomet cement, approximately one-year post implantation due to pain, swelling, and loosening. Subsequently, the patient is reporting bone inflammation disease. Attempts have been made and additional information on the reported event is unavailable at this time.